Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was not functioning. On (B)(6) 2017, it was clarified that the hand piece turned hot while doing a demo and then stopped functioning. The event was not identified immediately upon opening the device and before first use and the event did not occur during the first ever use of the device. The event occurred during surgery with no injury to the patient. There was no medical intervention or additional surgical procedures required and an additional graft did not need to be taken. The blade was placed properly for use and the dermacarrier was at room temperature during use. The device has not been repaired by anyone other than zimmer biomet and another device was not used to complete the surgery. The surgical technique for the product was utilized. The date of occurrence was (B)(6) 2017 and there was no adverse event associated with the failure. There was no extension or delay to the procedure and there was no harm or injury to the operator. The customer returned an electric dermatome device, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome on (B)(6) 2017 revealed that the motor did not run. The power cord, power switch and bearings were also damaged. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the power cord, power switch, bearings, seal and retaining ring, motor, and o-ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. The reported event ¿the device was not functioning¿ was confirmed since during initial inspection the motor did not run. The root cause of the device was not functioning cannot be specifically determined with the provided information. The issue was resolved with the replaced the power cord, power switch, bearings, seal and retaining ring, motor, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the hand piece turned hot while doing demo and then stopped functioning. The reported issue occurred during surgery. No adverse events have been reported as a result of this malfunction.